Event description:
It was reported that the homechoice (hc) device had a failure not communicated during an unspecified step of peritoneal dialysis (pd) therapy. It is unknown if the patient was connected. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual and functional test was performed and the device did not meet specification for the reported problem. An event history log review was performed and the reported problem was confirmed to be a low drain volume alarm. The direct cause of the problem was determined to be the membrane gasket. The membrane gasket was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.